Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error during an infusion set change. The caller stated that the reservoir had just run out of insulin prior to the infusion set change. The caller did not know the blood glucose reading. No significant events leading up to the alarm were observed. The caller was advised that a possible cause of the alarm was that during seating, the force sensor may not have detected the reservoir. Advised replacement of the insulin pump. Nothing further reported.